Manufacturer narrative:
An event of shortness of breath, cough, congestive heart failure, aortic regurgitation, stenosis and pleural effusion was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient was hospitalized due to cough and shortness of breath. The patient was diagnosed with congestive heart failure. Further investigation identified aortic regurgitation, stenosis and pleural effusion. On (B)(6) 2018, the patient was discharged and a tavr procedure was scheduled. On (B)(6) 2018, the device was replaced. The patient underwent a successful tavr with a 23mm medtronic corevalve evolut r. The patient is reported to be stable.